Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards.

Event description:
Customer reported the system will make a cracking noise then, it will not display an image. No pt injury was reported.